Event description:
Caller states, the patient tested 5.6 inr on the coaguchek xs system and 4.2 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect device and replacement was sent.